Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed. The e204 error message and clogged nozzle were unable to be replicated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e204 error message and the nozzle was clogged. The issues occurred during a diagnostic enteroscope procedure. There was no delay and the procedure was completed with the scope. The customer found foreign material in the nozzle and the scope was not used during the next procedure. The scope was reprocessed to correct the issue. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.